Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced persistent atrial flutter. After a pulse field ablation (pfa) procedure the patient developed a new persistent atrial flutter. An electrogram (ECG) was performed as a diagnostic test. The patient was placed on a regiment of amiodarone (200 mg/12h). The event is ongoing. The device is not expected to be returned for analysis.